Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a manual prime attempt. The customer did not know the blood glucose reading. The customer reported that the alarm was resolved by a complete set change and agreed to return the infusion set and reservoir for analysis. He stated that he had changed the complete set out prior to calling in and was, therefore, unable to troubleshoot at the time of the call. The customer estimated his blood glucose to be 124 mg/dl. The customer was advised to replace the reservoir and infusion set and agreed to return the supplies for analysis.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.